Manufacturer narrative:
(B)(4).

Event description:
It was reported that no audio output occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that no audio output occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. On (B)(6) 2023, the patient reportedly took carbohydrates, but the cgm (continuous glucose monitor) was still low. At one point, the cgm was 49 mg/dl. The patient experienced sweating and turned red. The patient reportedly checked the phone, but it did not produce sound or an alert at all. The patient´s spouse called 911 based on the low cgm readings, the patient was taken to the hospital. There was no documentation about the treatment administered to the patient as he couldn´t remember neither the medical intervention provided. The patient was discharged the same day. At the time of the report, the patient was stable. Data investigation could not confirm the no audio alert on the mobile app and the allegation was not confirmed. The patient crossed their low alert threshold of 70 mg/dl with an egv (estimated glucose value) of 66 mg/dl at 8:26 am on (B)(6) 2023. The patient received their initial low alert at 8:26 am, which was vibration only. Five minutes later at 8:31 am, the low alert was cleared as the patient began receiving their urgent low soon alert at exact time, which was vibration only. Five minutes later at 8:36 am, the urgent low soon alert was cleared as the patient began receiving their low alert at exact time, which was vibration only. Five minutes later at 8:41 am, the low alert was cleared as the patient's glucose values rose above their low alert threshold of 70 mg/dl with an egv of 83 mg/dl. The probable cause could not be determined. No additional patient or event information is available. B6 relevant tests/laboratory data,inclu. Bg meter: ni ; cgm: 49 mgdl. B7 other relevant history.

Manufacturer narrative:
(B)(4).